Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the instrument with a broken pitch cable. The grip crimp was found to be still attached in the distal clevis. No missing pieces found. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the small grasping retractor instrument (part# 470318-10/ lot# k10211206-0119 associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system sk0683 for an abdominoperineal resection surgical procedure. There was 1 use remaining after this last usage. No images or video were submitted for review. This complaint is being reported based on the following conclusions: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal clevis. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical abdominoperineal resection procedure, the small grasping retractor instrument had a malfunction. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following information: the instrument was inspected prior to use and no fragments fell into the patient.